Event description:
The k-wire got stuck in the dedicated distal hole of the plate. The surgeon was not able to remove the wire, which got broken into the hole as you can see from the sample. The surgery was extended 20 mins due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.